Event description:
It was reported that during procedure lot of torqueing was required to navigate through the tortuosity. The physician went to remove the subject guidewire to re-shape the tip and as he began to pull the subject guidewire out, the tip remained positioned distally. As the subject guidewire was being removed, he noticed that the subject guidewire had unraveled. No part of the subject guidewire remained in the patient. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was returned broken/fractured and the distal fragment was not returned (196cm from the proximal end and 4cm from the distal end), the guidewire was noted to be kinked at 62cm from the proximal end, the proximal fragment was inspected, and the nitinol tubing was broken/fractured with the platinum wire stretched, the guidewire distal tip was inspected, and the nitinol tubing was broken/fractured with the platinum wire stretched, and the core wire distal end was observed through the distal tip dome. A functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure. During analysis, the guidewire was returned and it was confirmed that the guidewire was broken at 196cm from the proximal end. The guidewire was also noted to be kinked at 62cm from the proximal end and the distal tip was stretched. An assignable cause of procedural factors will be assigned to the reported and analyzed ¿guidewire broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of 'handling damage' will be assigned to the as analyzed 'guidewire kinked/bent' as the defect appears to be associated with handling of the product or portion of the product during preparation. An assignable cause of procedural factors will be assigned to the as analyzed 'guidewire distal tip stretched' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during procedure lot of torqueing was required to navigate through the tortuosity. The physician went to remove the subject guidewire to re-shape the tip and as he began to pull the subject guidewire out, the tip remained positioned distally. As the subject guidewire was being removed, he noticed that the subject guidewire had unraveled. No part of the subject guidewire remained in the patient. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.